Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, contacted customer state unit was charged overnight. No errors or faults found. Perform battery test. Battery test ¿failed¿ after 61 min. As per service manual replaced 2 batteries. Part is non-returnable biohazard. Device passed all functional and safety tests per manufacturer specifications. Unit cleared for use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer, before use during a routine check, the cs300 intra-aortic balloon pump (iabp) unit shut down while running and did not generate an alarm. No patient was involved.